Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported difficulty setting the amplitude and mentioned they had trouble turning off their therapy for their sunday service. The patient stated that when they got home, they were able to turn the therapy back on. The patient thought that putting the ins into MRI mode would not trigger them to go to the bathroom. Patient asked if there was a setting that would not trigger this response. The agent educated the patient on the general use of external devices. The patient was on the tutorial screen when they connected to the ins. Patient reviewed considerations for therapy optimization. Patient asked if they need to turn off the therapy. The agent reviewed general programming guidance. The patient stated they will turn the therapy off for now and were redirected to their doctor if the issue persists. The call was transferred for device registration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.